Event description:
It was reported that customer experienced air bubbles and gaps in tandem mobi infusion set tubing between t:lock and infusion site, with bubbles of varying sizes seen during pumping. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by filling tubing until bubbles were gone, reported not currently experiencing problem, and contacted technical support for advice, but no additional information was received regarding any further outcome.